Event description:
Additional information was received from the patient. The patient called back and reported their system had been replaced with their current implanted system. The patient stated they weren't really sure why it was replaced but they knew it was "failing" and "wearing out." The patient stated the ins was 4 years old and it only was supposed to last 5 years, they just knew that it hadn't been working as well as it had been when they first got the implanted system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was trying to connect to their implanted neurostimulator but they kept getting device not responding. Patient services walked the patient through pairing the handset. The patient received another device not responding. Patient services asked the patient if they could feel the ins under the skin and the patient stated they felt a little "bump" above the hip and then another "little bump" that was closer to their spine, "inside of the butt". Patient services had the patient place the communicator over the "bump" on the hip and the patient was able to successfully connect to their settings. The external devices were functioning as intended. The patient stated they'd been trying to do this since last night but they'd pushed the communicator down too darn far on their buttock past the implant. The patient stated they hadn't been able to find the ins at first because it had moved from where it initially was. The patient denied having had any falls or traumas that would have led to the event. The patient stated they'd fallen but their hcp had told them "the tip of it" had already moved before they'd fallen. The patient could not recall when the ins had moved, that it had happened some time ago. The patient stated it was probably a year ago or more when it happened. The patient stated the ins was three years old already and the ins' would only last for 5 years as it is so they felt it was the best thing that they had it replaced. The patient was going to continue working with their healthcare provider.